Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no photo was returned for investigation. Investigation conclusion: as there is no sample and no photo returned for investigation, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Root cause description: as there is no sample and no photo returned for investigation, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established. Complaint will be reopened for investigation if sample is returned. Rationale: there is no sample returned for investigation and the root cause cannot be confirmed. Defect trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter with injection valve experienced safety failure during use.